Event description:
Per user facility medwatch form, #na, during an unknown procedure; the shear broke off inside the patient. This was noted when the shear would not cut. The device was removed from the patient and the surgeon noted the broken shear. The broken piece was retrieved from the patient. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.